Manufacturer narrative:
Follow-up #1: date of submission 06/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2014 with the following findings: call service alarms were observed in the black box and alarm history. The pump powered on properly with no alarms. The pump was exercised for 24 hours and no call service alarms occurred.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that a call service event had occurred 3 or more times in the last 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.